Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited occasional out of range shock impedance measurements. These measurements are always observed during the nighttime. Daytime measurements have remained within an acceptable range. To date, there have been no reported patient symptoms associated with this clinical observation.